Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the housing of the infusion device got warm 3 times during the last 3 weeks. The rubber of the ground plate next to the battery cover looks melted. No adverse event reported. Return of the suspect device was requested for evaluation.